Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. According to the information received, ¿it was reported that on (B)(6) 2025 , the patient underwent an unknown surgery. The ampoule bottle was found to be broken at the time of opening the product. A spare product was opened and used in the surgery." Product description: vmp endurance 80g, product code: 3172080, lot number: 4221054, manufacturing date: 23-jun-2023, expiry date: 31-may-2025, quantity: (B)(4). There were zero nonconformances on this lot. A review of the DHR has confirmed that there were no process issues documented that could contribute to the event described. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : product description: vmp endurance 80g product code: 3172080, lot number: 4221054, manufacturing date: 23-jun-2023, expiry date: 31-may-2025, quantity: (B)(4). Device history review : there were zero nonconformances on this lot. A review of the DHR has confirmed that there were no process issues documented that could contribute to the event described.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery. The ampoule bottle was found to be broken at the time of opening the product. A spare product was opened and used in the surgery. There was no impact on the surgery. The surgery was completed successfully with no surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.